Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. Upon eval, the front response buttons was missing the cover and metal dome necessary to activate the switch. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The pt received a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support to report damaged response buttons. The monitor was replaced.